Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could be duplicated due to the converter failure. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the reported phenomenon was caused by an ignition error due to converter failure. Converter failure might be occurred due to deterioration because it had been used for long term.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during an unspecified timing, the emergency light turned on. There was no report of patient injury associated with the event.